Event description:
Reporter alleged obtaining a discrepant blood glucose result of 220 mg/dl back to back with a result of 60 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated she self-treated with a candy bar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.